Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had attach issues. The following information was provided by the initial reporter : the patient came to the hospital to buy a needle for disposable injection pen and used the needle for insulin injection with disposable injection pen after returning home, but the needle of injection pen could not pop out.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle had attach issues. The following information was provided by the initial reporter: the patient came to the hospital to buy a needle for disposable injection pen and used the needle for insulin injection with disposable injection pen after returning home, but the needle of injection pen could not pop out.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function, all results passed.